Event description:
The customer reported potential false negative urine hcg results with the surestrip hcg pregnancy strip test. A customer in (B)(6) stated that they obtained three false negative results when samples were run using suretrip hcg test. The samples were reported to have been positive in a pharmacy test and patient came to confirm the test. One patient repeated the test with a negative result. The customer followed up with technical support and the patient did the test again two weeks later and results were positive. Customer also indicated that testing was performed with the present lot and a new lot of strips on patients that were known positives and the results were correct. Customer also indicated that the patient may have tested when hcg level was too low (no quantitative test was performed). They also mentioned that in their update that the tests may not have been run for the correct amount of time.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from insufficient information provided and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.